Manufacturer narrative:
The patient was born on an unspecified date in 1990. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to the patient had poor environment/source of water. On the same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. Dianeal therapies were ongoing. Three days prior to receipt of this report, antibiotic therapy was discontinued and the patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.